Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the emergency department with altered mental state, severe headache, and vomiting. A computed tomography (CT) showed an intraparenchymal hemorrhage. Care was withdrawn and the pump was deactivated. The patient eventually passed away due to hemorrhagic cerebrovascular accident (cva).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), confirmed the presence of depositions within the device which would have contributed to the reported low flow events. (B)(6) was returned assembled with the pump cable severed approximately 4¿ from the pump header. The remaining distal portion of the pump cable was returned severed into three segments. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The graft and bend relief were severed approximately 1¿ from the hardware and the remaining distal portions returned. The apical cuff lock was returned disengaged, and the apical cuff was not returned. Inspection of the textured, blood-contacting surface of the inflow cannula lumen revealed the presence of acutely coagulated blood adhered to white/pink depositions. These depositions were adhered to the lumen wall and appeared to occlude the majority of the blood flow path at the distal end of the inflow cannula. Upon removal of the outflow graft, examination of the outflow graft attachment and interfacing pump outflow revealed the presence of a pink, tissue-like deposition that appeared to be fully occlusive of the blood flow path. Additionally, the pump cover revealed the presence of acutely coagulated blood which was adhered to white and pink biological material. Material from the inflow cannula and outflow graft attachment was sent for pathological analysis. Per the analysis, the obstructive deposition within the outflow graft attachment (interfacing with pump cover) exhibited evidence of an occlusive ante-mortem fungal infection. The outflow graft region of this deposition was lined with a remodeling pseudointima with a non-specific coagulum. Additionally, material within the proximal end of the inflow cannula exhibited a mature pseudointima. Material from inflow cannula lumen showed a progressive downstream thickening of pseudointima composed of predominantly a dense amorphous proteinaceous material. The observed depositions within the inflow cannula and outflow graft appeared to develop over time within their respective locations; however, a specific a length of time for which they were present in the device could not be conclusively determined through this evaluation. Review of the patient's history revealed that the patient had an infection and low flow events reported in (B)(6) 2025 (reference MFR# 2916596-2025-05447 and MFR# 2916596-2025-05485). The obstructive material observed within the device could have contributed to these low flow events in addition to the low flow values observed in the retrieved left ventricular assist device log files. Inspection of the remaining blood-contacting surfaces revealed no additional adhered depositions or thrombus formations that would have contributed to a flow issue. Additionally, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including stroke, bleeding, infection, and pump thrombosis. This chapter also addresses all pump parameters, including pump flow. Chapter 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This chapter also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow chapter 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This chapter also lists thromboembolism and infection as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas alarms for patients and their caregivers (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was concern for a possibility of an inflow cannula tissue deposition. There were no recent changes to anticoagulation. Per neurosurgery, there was no acute intervention recommended given catastrophic hemorrhage with high mortality. It was unknown if the device operated as expected. The patient had experienced low flow alarms upon arrival to the hospital. Flows were less than 2 lpm.